Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty attaching the luer connector to the insulin chamber, as the connector would not turn to lock during a supply change; attempts with multiple connectors from the same lot failed, while a connector from a different box of the same lot attached without issue, after which insulin delivery was resumed with no alarms or alerts. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no interruption to therapy after successful reconnection and no need for medical intervention. Investigation included customer interview, device use review, and troubleshooting with alternate components. Investigation of this case revealed that the issue was reproducible with certain connectors from one box but resolved with another box from the same lot, indicating a component fit or tolerance inconsistency localized to specific connectors. It was concluded that the device performed as expected after replacement of the affected connector and that the event was attributable to a malfunction of the luer connector component.